Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that the system was unable to boot. The quotation has been cancelled by the customer and service has not been provided. No service has been performed by philips. No further action is required currently. The codes were updated based on the investigation outcome. Evaluation method code was corrected.